Event description:
This incident was documented in published literature and was not directly reported to valleylab. A man with a history of coronary artery disease, chronic obstructive pulmonary disease, and sleep apnea suffered a respiratory arrest while undergoing conscious sedation during an rf ablation procedure. He was intubated and developed congestive heart failure, sepsis, and pneumonia, and a non q-wave myocardial infarction. He could not be weaned off the ventilator and the family requested terminal extubation in 2004.

Manufacturer narrative:
.